Event description:
Patient had undergone bilateral augmentation mammoplasty some four (4) years ago. Now has developed a spherical contracture with firmness of breast. Right breast implant recently had ruptured with a deformity and discomfort. Right implant removed and was confirmed to be ruptured. Left implant was also removed and both replaced with mcghan saline filled implants, alon with bilateral augmentation mammoplastyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.